Manufacturer narrative:
Device analysis report attached. This report is submitted on march 19, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to extrusion of the receiver/stimulator. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on april 25, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence and skin breakdown at implant site (specific date not reported). This report is submitted on april, 26,2024